Manufacturer narrative:
Reported event of fiber tip detached. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 25, 2015 that a flexiva 1000 laser fiber was used during a cystoscopy with laser lithotripsy in the bladder performed on (B)(6) 2015. Reportedly, the laser unit was set to 5.75kj x 10w. According to the complainant, during the procedure, a portion of the fiber tip was noted to be missing after the laser fiber was fired. The remaining tip was approximately 1mm in size. The bladder was inspected and the surgical site was irrigated. It was then determined that the fiber tip was flushed out during irrigation. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.